Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the system controller was confirmed via the controller¿s visual inspection and functional analysis. The returned system controller (serial number (B)(6)) was observed to have green fluid on its backup battery, ribbon cable, and inner label upon arrival. The controller was functionally tested and operated a mock loop as intended throughout all testing despite the fluid. The controller was also opened and inspected at a component level, and fluid ingress was observed throughout the interior of the controller and its power cables. The provided log file did not capture any atypical events, and the system operated as intended throughout the data. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The customer was concerned about any green gunk being transferred to the new controller. The customer was advised to check the modular cable and clean with alcohol or to replace the modular cable if needed. The modular cable was replaced.

Event description:
It was reported that patient had battery corrosion in their primary system controller. No alarms were noted. There were no unusual events recorded in log file event history. Upon replacing the emergency backup battery (ebb) due to expiration, green "gunk" corrosion was found on the system controller. The controller was exchanged on 16may2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.